Event description:
Additional information received reported that the patient developed a urinary tract infection (uti), but was not at the device site, and was not affecting her device or therapy at all. The patient had successfully reached over 50% improvement of symptoms. The patient let her physician check her implantable neurostimulator (ins) but refused any reprogramming. If any additional information is received, it will be included in a supplemental report.

Event description:
It was reported that during the trial, the left side was good, but the right side was not. The implantable neurostimulator (ins) was set to 4.3 volts, which the physician indicated would "run the battery low fast." The ins settings were high during trial. The ins was changed to program 2 at 3.7 volts, which did not help with the symptoms. The physician advised the patient to turn the stimulation amplitude to extend ins life. Additional information reported that a (B)(6) infection developed following implant , which was treated by a different health care provider, before patient saw implanting health care provider for ongoing issues. The patient was still having concerns regarding their ins or therapy, but was working with their physician or the manufacturer representative. The patient was taking medications. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient experienced a loss of therapeutic effect following a stimulation setting adjustment to 2.75 volts. The patient received better results on program 2 at 4.4 volts. Additional information received reported that the patient received assistance from his physician and concerns were resolved. He no longer had concerns with the device or therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v940067, serial#, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3037, lot#, serial# (B)(4), product type: programmer, patient. (B)(4).